Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. The returned samples were evaluated. No visual or functional issues were identified. The reported issue may be related to procedural technique or underlying patient conditions. A clinical investigation concluded; ¿this case reports a rash 24 hours following the placement of the IV 3000 dressing. Although requested no photos of the reported rash were provided for review. The information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the reported rash is the direct result of using the iv3000 product. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. No further clinical medical assessment is warranted. Should any additional clinical information be provided this complaint will be re-evaluated.¿ we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was treated for choking and dysphagia. The patient had a rash in about 24 hours after using transparent dressing of PICC to paste the puncture site. The patient stopped using transparent dressing and bandaged with gauze.